Event description:
Pt reported obtaining back to back blood glucose results of 200 mg/dl and 110 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. Pt reportedly ate and took medications as normal. No pt injury was reported and no treatment was received. A level one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.